Event description:
Customer reported negative results at immediate spin. If the customer re-centrifugee the tube, 1-3+ reactivity is observed. There were no issues reported with the controls. No death or serious injury was associated with this incident.